Event description:
I was injected with juvéderm voluma on (B)(6) 2018. Afterwards, I experienced very severe and adverse side effects: flu-like symptoms, brain fog/fatigue, nausea/loss of appetite, food and chemical intolerances and sensitives, blurred vision in the right eye/dry eyes, joint pain. Date the person first started taking the product: (B)(6) 2018. Dermal cosmetic filler.